Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse checked the function of patient side manipulator (psm) 2 and it was normal. The fse found no related errors in the log. The fse also checked the cable tension, and no issue was found. The fse noted that the reported issue did not occur in a following procedure. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called in to report that the patient side manipulator (psm) arm 2 dropped intermittently. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the caller checked the clutch. The caller stated no clutch was pressed and the indicator was normal without any massage or error code. It happened twice during the procedure. The procedure was completing as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer checked the position of psm 2 and completed procedure as planned. The procedure was continued robotically with all 4 arms. There were no external collisions. There was no injury to the patient as result of the event.